Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 e-mail, (B)(6) 2016 phone call. The hospital reported that the evap assembly was replaced and the system was returned to service with no complaints since. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 e-mail, (B)(6) 2016 phone call. The hospital reported that the evap assembly was replaced and the system was returned to service with no complaints since.

Event description:
The hospital reported that, during a case, anesthetic output was not as expected. There was no reported patient injury.